Event description:
The patient stated she just received this infusion device and wanted to start learning how to use it before she had been trained. She stated he inserted an insulin cartridge into the infusion device and then removed it, and the plunger became stuck to the piston rod. All of the insulin spilled into the cartridge compartment of the infusion device. The patient was instructed on how to remove the plunger from the piston rod. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.